Manufacturer narrative:
Upon revision the device manufacture date changed from 03/01/2004 to 12/01/2006.

Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found disconnected tubing from the diff waste chamber vc13. The fse replaced the tubing in vc13 to fix the leak. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained leak of less than 5 ml from behind the bsv inside the lh750 while running samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.